Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from kennedy's. Confirmed revision of pinnacle mom implants. Reason not provided, revision date confirmed. Update dec 15, 2014: email notification from kennedys received. There is no new information. This complaint was updated on: sep 25, 2017. Update oct 9, 2017 and oct 19, 2017: additional information received. It was reported that the patient was revised. To address pain. Updated part and lot information of the cup, liner and stem. Added complainant information. This complaint was updated on: oct 24, 2017. Update oct 9, 2017 and oct 19, 2017 records reviewed. Updated metal liner MDR decision. Additional clarification: initiated regarding additional information dated ad 19 oct, 2017. Complaint updated on: nov 6, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Information received from (B)(6). Confirmed revision of pinnacle mom implants. Reason not provided, revision date confirmed. Update oct 9, 2017 and oct 19, 2017: additional information received. It was reported that the patient was revised to address pain. Updated part and lot information of the cup, liner and stem. Update oct 9, 2017 and oct 19, 2017 records reviewed. Updated metal liner MDR decision. Additional clarification initiated regarding additional information dated ad 19 oct, 2017.